Event description:
It has been reported to philips that it has been reported to philips that the system has a blue screen. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the device took long time for starting and shutting down, and the blue screen appeared occasionally. The fse found that the host os disk and ippc image disk were full. The fse confirmed that the hard drive was faulty on further investigation. The fse replaced the haswell clarity pc along with haswell host pc and upgraded the system software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.